Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information received which indicated that the lead was damaged when the guidewire was used for replacement and the lead will not be rerurned. The lead was replaced and never in service. No adverse patient effects were reported.